Event description:
In 2004, patient developed six burn spots on face at one-day post treatment. All follow-ups are with patient. The doctor does not feel there is an issue. The patient has had four ipl treatments about 1 month apart in 2004. The spots on the face continue to fade with the ipl treatments.